Event description:
Caller states patient tested 213 mg/dl on inform system 1, and result of 91 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.

Event description:
Caller states patient tested in the 40's (mg/dl) on inform system 1, and result in the 80's (mg/dl) on inform system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551599, expiration date 10/31/2012). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551599, expiration date 10/31/2012). Reference medwatch report (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.